Event description:
It was reported that the balloon burst. A 2mm x 40mm x 145cm coyote es balloon catheter was selected for use in a below-the-knee procedure. The 100% stenosed target lesion was severely calcified and located in moderately tortuous anatomy. The balloon was inflated to 14 atm for 30 seconds when the balloon ruptured. The device was removed without issue. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 2.9cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon burst. A 2mm x 40mm x 145cm coyote es balloon catheter was selected for use in a below-the-knee procedure. The 100% stenosed target lesion was severely calcified and located in moderately tortuous anatomy. The balloon was inflated to 14 atm for 30 seconds when the balloon ruptured. The device was removed without issue. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition after the procedure.